Manufacturer narrative:
(B)(4). Batch #: r5aw1z. Investigation summary: the analysis results showed that one ecr45b cartridge reload was returned unfired with 1 double driver missing, making the reload non-functional. No conclusion could be reached on what may have caused the cartridge driver missing. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the pulmonary lobectomy surgery, could not fire when severing tissue on the 2nd firing. Changed another reload, could not fire. Changed the device to complete surgery. There was no patient consequence reported. No additional information can be provided.